Event description:
A ventilator was returned to the manufacturer with an allegation the device was alarming for low oxygen flow. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the blower transition tube was found to be disconnected from the flow sensor assembly. The tube was re-connected to address the issue.